Event description:
A user facility peritoneal dialysis registered nurse (pdrn) reported that a patients cycler heater tray melted causing a bubbling effect to occur. The cause of the damage was unknown. Additionally, the pdrn stated that it was unknown at which phase of treatment the event occurred. The pdrn could not confirm if the patient was connected at the time of the event. The pdrn stated that unknown alarms occurred on the cycler during an unknown phase of treatment and the alarms were believed to be related to the damage experienced on the heater tray. The patient stated that no other equipment, supplies, or components used for treatment were affected. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the old cycler is available for return.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed the paint on the heater tray was cracked. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A simulated treatment pre- accelerated stress test (ast) 15 minute 1000 ml was performed on the cycler and passed. The cycler underwent and passed a heater test, temperature test, voltage check, hipot test, patient hipot test, and a current leakage test. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be traced to a component failure. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility peritoneal dialysis registered nurse (pdrn) reported that a patients cycler heater tray melted causing a bubbling effect to occur. The cause of the damage was unknown. Additionally, the pdrn stated that it was unknown at which phase of treatment the event occurred. The pdrn could not confirm if the patient was connected at the time of the event. The pdrn stated that unknown alarms occurred on the cycler during an unknown phase of treatment and the alarms were believed to be related to the damage experienced on the heater tray. The patient stated that no other equipment, supplies, or components used for treatment were affected. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the old cycler is available for return.

Manufacturer narrative:
Correction: a1, b7, d10, h6-health effect impact code; h6 investigation finding.

Event description:
A user facility peritoneal dialysis registered nurse (pdrn) reported that a patients cycler heater tray melted causing a bubbling effect to occur. The cause of the damage was unknown. Additionally, the pdrn stated that it was unknown at which phase of treatment the event occurred. The pdrn could not confirm if the patient was connected at the time of the event. The pdrn stated that unknown alarms occurred on the cycler during an unknown phase of treatment and the alarms were believed to be related to the damage experienced on the heater tray. The patient stated that no other equipment, supplies, or components used for treatment were affected. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the old cycler is available for return.